Event description:
It was reported during laparoscopic splenectomy an lcs15 was opened. The staff could not assemble it properly. With the pin in the jaws, it still would not close. A 2nd lcs15 was opened and used throughout most of the case. While the surgeon was transecting a superior polar vessel, some bleeding was noticed. There were many clots and the surgeon was unable to find the bleeder sos the pt was opened. At the end of case the instrument was found to be not lined up properly. The rep stated while assembling, it appeared the pin was pulled before the jaws were aligned properly. 9/4/97 the surgeon, was performing a laparoscopic splenectomy for idiopathic thrombocytopenic purpura. After taking down either a superior short gastric or superior pole vessel of approximately 2mm in size, the vessel had pulsatile bleeding after dividing it. They were unable to control it and converted to an open procedure. There has been no other sequelae to the pt. The surgeon, states that he believes there may have been some misalingment of the end effector of the instrument. The instrument is being returned for the co's evaluation. The pt required no transfusions and no other interventions.